Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin and did not perform proper air removal techniques. Tandem technical support educated the customer that insulin should be at room temperature before filling a cartridge, and to remove any residual air from the cartridge. There was no adverse impact to the customer's blood glucose level.